Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that two days following lasik surgery, the patient presented with mild inflammation at the edge of the corneal flap, in the right eye. The steroid drops were increased. The inflammation resolved within a couple of weeks. The patient did not report any symptoms and his vision was not affected.